Event description:
Caller reported a cgm error labeled as error 42. Value seems to have been within the normal range, as no adverse impact to the customer's blood glucose level was mentioned. Customer received guidance from technical support to reset their pump, and after completing the reset, the error did not appear again, allowing the sensor session to start successfully.